Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The caller reported the customer's blood glucose reached 412 mg/dl. Customer treated their blood glucose with a manual injection and bolus delivery. It was also found the customer had a headache from their high blood glucose. Troubleshooting was not completed as the customer had to go to school. It was found the customer's drive support cap appeared to be normal. The mother also believed the customer was not receiving enough insulin. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.